Event description:
A nurse reported the unit of measurement setting of a customer's freestyle flash meter had changed. The customer obtained a reading of 58 mg/dl and misread it as 58 mmoi/l. She gave herself insulin based upon the misperceived reading and experienced hypoglycemia. The customer lost consciousness for 1 hour. She reportedly drank milk to counteract the hypoglycemia and did not require medical intervention.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation. Customers and retailers have been informed through the adc fa16may2006 letter.